Event description:
It was reported that during the implant procedure, the suture sleeve would not secure the lead. The physician secured and sutured the lead successfully. No patient symptoms were reported.